Event description:
It was reported that the keypad button presses did not activate desired pump functions. It was reported that the pump was intermittently canceling bolus without a button press. It was also reported that the pump continued to scroll through screen. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage found to the keypad. All buttons respond to presses appropriately. The keypad was removed and no damage was found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.